Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope ¿visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the body control unit of the tracheal intubation fiberscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the connecting tube coating was peeling. The report is being submitted due to the peeled coating found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in the event description, evaluation found the complaint was confirmed and water tightness was lost due to a crack on the control unit. Also, evaluation found the venting connector under grip was dented, the suction volume did not meet the standard value due to a dent on the instrument tube, the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the control unit was dirty, the image guide bundle was stained, the connecting tube was dented, the indication on the light guide connector was unclear, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.